Event description:
Account alleged that the head will not raise.

Manufacturer narrative:
Account found that the right user control module cable was not connected. Account reconnected the cable to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.